Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the explant procedure of the ra lead the physician noted a setscrew issue on the rv port. The implantable pulse generator (ipg) and the ra lead were explanted and replaced. No patient complications have been reported as a result of this event.